Event description:
It was reported the elc60 was used during a laparoscopic gastrectomy. It was reported by the affiliate on the second firing, the surgeon could not fire the device completely. Another elc60 was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49752. Ees #.981225/c. D5; h2,3,4,6; g4: added addition info. D6: corrected field to read na. H6; broken firing belt. Endopath endoscopic linear cutter: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechansim. No conclusion could be reached as to how this damage occurred.